Event description:
It was reported that a bridge bolus was incorrectly performed. The reporter was programming a bridge and got to the simple continuous dose and was not sure what the healthcare provider (hcp) ordered for a new dose. The hcp then programmed the bridge bolus, but when she was looking at the printouts it appeared the programming of the bridge bolus was based on the new drug concentration and dose. The bridge had been running for 20 minutes; and 0.0127ml had been delivered. It was discussed with the reporter to stop the pump and program the pump back to the old concentration; and simple continuous dose, and then update the pump. Then after doing this, to change the concentration to the new concentration and perform a bridge bolus. The hcp was also changing the patient activated (pa) boluses from 1mg to 0.25mg. The reporter would speak to the hcp to confirm. The pump system was being used to infuse sufentanil, clonidine, and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8590-1, lot# n232986, implanted: (B)(6) 2010, product type: accessory. Product ID: 8840, product type: programmer, physician. (B)(4).